Event description:
Customer reports to have received a low battery alert, and then received a failed battery test alarm. Customer's blood glucose was unknown. Customer was not able to complete troubleshooting due to not having any more new batteries. Customer would call back when in receipt of new batteries. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.